Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/25/2026, the patient reported that the cgm reading was about 320 mg/dl. She did not take a fingerstick at that time. The patient experienced hallucination and being out of it and went into a ¿coma¿. The patient could not recall details of what happened then and was unable to say how long she was in a coma. Her son called the ambulance and she was taken to the hospital. She was unable to provide any bg and cgm reading at the time when the paramedics arrived and any medication or treatment given to her. At the hospital, they did a fingerstick and her bg reading was 940 mg/dl. The patient was unable to recall what her cgm reading was. The patient was treated with unspecified medication and she could not recall what they gave as she was still unconscious. She was discharged from the hospital by (B)(6) 2026. At the time of the call, the patient was still not feeling well and had blisters. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.